Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). Event occurred in (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 04572, 0001822565 - 2018 - 04573, 0001822565 - 2018 - 04574, 0001822565 - 2018 - 04575.

Event description:
It was reported that upon incoming inspection at the warehouse, it was discovered that there was staining found on the product. No adverse events occurred, as there was no patient involvement. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. Upon receipt of additional information, it has been determined that the reported device did not cause or contribute to the event. The initial report was forwarded in error and should be voided.

Event description:
No further event information available at the time of this report.